Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface, and slight melting at output window. The fiber was tested with hene laser fixture, aim beam is present at fiber tip end. There are no signs of breakage along length of fiber. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture, and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the fiber tip ruptured (broke) at 83,197 joules and 9:11 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure and there were no complications with the patient.

Event description:
It was reported during a photo selective vaporization of the prostate (pvp) procedure the fiber tip ruptured (broke). It is unknown how the procedure was completed and there were no complications with the patient.